Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 11/23/2025, it was reported that the patient experienced loss of consciousness and a seizure. The patient bit her tongue during the seizure. The patient was found by her son who called an ambulance. When a fingerstick was taken the cgm reading was 5.0 mmol/l, and the blood glucose reading was 2.5 mmol/l. The patient was brought to the hospital and was treated with intravenous glucose and fluids. The patient regained consciousness in the hospital and thinks she was unconscious for between 1 and 2 hours. The patient stayed in the hospital for a few hours and was discharged. The patient could not confirm if alerts had sounded and stated that due to the inaccuracies, they were most likely already unconscious when the cgm device would have alerted. The patient would have been unable to talk for a few days, but at the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.